Event description:
It was reported that the ilet screen became pixelated in the top left area and difficult to read, consistent with a display readability issue involving the touchscreen component; restarting the device and updating firmware did not resolve the visibility problem, though the user could still operate the device by memory. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an ambient light¿related display visibility problem and a display difficult to read condition associated with the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.